Event description:
It was reported that a physician's (B)(4) was not working properly. The physician indicated the screen would not stay illuminated enough even after trying to increase the brightness. The serial adapter cord did not appear to be flush with the hhd and the physician stated the cable will not stay attached to the handheld. The physician requested a new programming sys be sent. A replacement programming sys has been sent to the physician. Good faith attempts to obtain the programming sys in question have been unsuccessful to date.